Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual investigation noted that the sail was not fully seated in the groove of the tubing. Product analysis established a relationship between a device failure and the reported incident of failure to retract. This condition occurs when the main tube compresses over the polyethylene sheath that allows the sail to slide. Once it is compressed the sail bulges from the slot and does not fully retract. This issue will be addressed by increasing the outer diameter of the sail sheath component. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, after the sail was retracted it did not fully retract. Part of the sail was out of the tube. Surgeon was concerned that he would staple over sail. The sleeve was made larger than usual to prevent over stapling of the sail. Bougie was not twisted. There was no issue inserting the device. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No reinforcement material was used.